Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital with elevated powers and "rusty urine." No issues were found with lab work performed on the pt. Heparin was given to the pt and the power levels returned to normal. The pt was discharged to home. Pt remains ongoing.

Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.